Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper involved with this complaint and completed the device evaluation. The instrument was found to have a broken grip at the midpoint of grip. A piece approximately 0.187"x 0.429" was found to be broken off the yaw pulley. The broken piece was not returned with the instrument. The root cause of broken grip tips is typically attribute to the user mishandling/misuse, such as excess force applied to the instrument jaws.

Event description:
It was reported that the tip-up fenestrated grasper was observed to have an unspecified issue. The reporter did not have any information on the issue or when it was noticed. There was no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.